Event description:
It was reported that cartridge leaked black fluid during one use. There was no adverse impact to the customer's blood glucose level. Customer support requested photos of the issue for further review, and no additional information was received regarding the outcome of the event.